Manufacturer narrative:
Additional information: g2. H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, a knee revision was performed after an unknown length of time in-vivo due to unknown reasons. As of the date of this medical investigation, no clinical documentation has been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The current patient status is unknown. With information provided the patient impact beyond the reported revision with an anticipated transient post-surgical restorative phase cannot be determined. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. A review of the instructions for use documents for knee systems provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. No details about the cause of the revision surgery were provided, therefore no factors that can contribute can be delineated. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. E1

Event description:
It was reported that, a knee revision was carried out on (B)(6)2023, due to an unknown reason. Further information has not been made available.

Manufacturer narrative:
Internal complaint number: (B)(4).